Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw2171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a groshong catheter was placed under guidance of ultrasound on (B)(6) 2020. Puncture succeeded one time. This bed-ridden patient in ICU requires normal infusion. The catheter was maintained as per standard procedure. Seepage occurred during infusion on (B)(6) 2020. Analysis showed it was caused by fibrin sheath. Urokinase was used to remove it on the catheter. Seepage persisted on (B)(6). It was suspected that the catheter may have a problem. And removed the catheter and found seepage occurred at the 20 cm scale.